Event description:
The patient reported: issues with their aligners, step 16 aligners do not fit at all.. Lateral incisors are covering the central incisors, causing pain in step 15, worse on the right side but still overlapping on the left. The lower 16 hurts after wearing for 8 days. Upper 16 won't fit, as they are too tight. As of (B)(6) 2024, the patient is back at aligner 16 but is experiencing the same fit issues as in (B)(6). There is no documentation indicating that an evaluation request was made for the cracked tooth. The patient did mention a minor crack, but it is not causing pain or discomfort. The customer service team has assigned the case a priority level of 1.

Manufacturer narrative:
Corrections. (Manufacturer narrative) note: an incorrect initial 3500a submission was inadverdantly submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer stated that received refinement aligners and they are elongated and cuts into their gum. It is causing bruises on her gum.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.